Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause for the ventricular rupture cannot be determined. However, it may be due to patient/procedural factors. Other potential contributing factors are unknown as limited clinical information was provided. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, the patient died from a complication of a ventricular rupture during a transapical deployment of a sapien 3 26mm valve in the aortic position as reported, the access was easily obtained, and the valve was prepped without any complications. No difficulty with sheath or delivery system insertion and the valve was placed with a good result and no paravalvular leak (pvl). Bleeding of unknown origin occurred, and the patient was converted to an open procedure and subsequently expired. Per report, the physicians are unclear where the bleeding occurred. It could not be confirmed if the bleeding was due to an lv tear or aortic tear.

Manufacturer narrative:
A supplemental report is being submitted for correction for the date of event. During closure review of the file it was noted that the occurrence date was incorrectly reported. The following section of the report has been updated: date of event (b3).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.